Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and there were no defects found with the system and software. A review of the device log files was performed for this event. The investigation of the log files determined that the distal cut was under resected initially prior to saw recalibration. Therefore, the reported condition was confirmed. It was reported that the user did not mount the robot on the bed rail, which caused the robot to move during operation. Additionally, leg motion was visualized during the operation. However, a root cause could not be established as the investigation found no issues or defects, and the system was operating properly and accurately therefore, the most probable cause cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, unknown. The device serial/lot number and date of manufacture are unknown at this time. UDI:(B)(4). Unknown.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the clinician experienced inaccurate cuts. The reporter was unable to provide specific information in regards to how much the cuts were off by or when the issue was detected. It was reported that the device was being used with a robotic assisted base station. There were no delays in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.